Event description:
It was reported that the health care professional (hcp) called to discuss several episodes for this right ventricular (rv) lead which showed noise, oversensing, undersensing and low r wave amplitudes. A signal artifact monitor (sam) episode was observed in which a pace impedance measurement of less than 200 ohms was observed. In addition, t wave oversensing was observed. Tachy therapy was programmed off so the patient could travel. The field representative discussed a possible lead revision once the patient returns. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called to discuss several episodes for this right ventricular (rv) lead which showed noise, oversensing, undersensing and low r wave amplitudes. A signal artifact monitor (sam) episode was observed in which a pace impedance measurement of less than 200 ohms was observed. In addition, t wave oversensing was observed. Tachy therapy was programmed off so the patient could travel. The field representative discussed a possible lead revision once the patient returns. This rv lead was explanted and replaced successfully. The ICD was replaced due to a therapy upgrade. No additional adverse patient effects were reported.